Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, male patient who was receiving hydromorphone 8mg/ml at 1.5mg/day via an implantable pump for non-malignant pain and peripheral neuropathy. On (B)(6) 2015, the patient presented to the emergency room (ER) due to his pump alarming and varied pain relief. The patient reported he sometimes gets relief and sometimes does not. He also experienced dizziness. The patient reported the alarm was occurring every 10 hours (his critical alarm was set for every 10 minutes and his non-critical alarm was set for every hour). He was worried the pump was not working. The pump was interrogated and no alarm was logged. The critical and non-critical alarms were played for the patient and his wife. However, neither of them could hear nor confirm it was the alarm they were hearing. The patient made an appointment to see his managing physician the following day. On (B)(6) 2015, the patient's pump was replaced. The pump was again interrogated before replacement and the only indication of a pump alarm was on (B)(6) 2015 when a low reservoir alarm occurred. The next day, on (B)(6) 2015, a refill occurred. The physician disconnected the pump was the sutureless connector and observed very good flow of cerebrospinal fluid (csf) from the sutureless connector. The patient's new pump was filled with the same drugs and concentrations as before, but they increased the dose from 1.5 mg/day to 1.8 mg/day. The operating room nurse aspirated the drug from the old pump and got 11cc of drug. The expected reservoir volume was 11.1cc. The patient's status was reported as "unable to obtain" at the time of the report. If additional information becomes available, a follow-up report will be submitted.